Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. The device was not exposed to a magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 232 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.